Event description:
Health professional reported a left side deflation. Patient representative alleges a single frontal view photograph was taken and demonstrated "interval worsening in the implant malposition inferiorly on the left.¿ patient representative states that the patient returned to the doctor¿s office with the following complaints: [¿] (2) "left breast seems messed up." Patient representative also states that the implant caused the patient ¿suffered bodily injury and resulting pain and suffering, mental anguish, disability, disfigurement, and loss of the capacity for the enjoyment of life, has incurred and will incur in the future expense of hospitalization, medical and nursing and treatment, and aggravation of a previously existing condition. These losses are permanent or continuing in nature, and they will suffer them in the future.¿ device has been explanted.

Manufacturer narrative:
Information contained in this report was previously submitted through asr on 16/oct/2012. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device evaluation: white particles were observed on the inner and outer surfaces of the implant. White particles were observed in the fill channel. One striated opening, 1.0 mm in length, was located approximately 1.8 cm away from the center valve on the anterior portion of the implant. Non-penetrating nicks were observed on the surface of the implant. Leak test was performed and found no leakage. . The fill test inspection was performed, the result is no blockage. Device labeling: potential adverse events that may occur with saline-filled breast implant surgery include: reoperation, pain, wrinkling, asymmetry, implant palpability/visibility, implant removal, capsular contracture, changes in nipple and breast sensation, implant displacement/migration, implant deflation, scarring, infection, hematoma/seroma, breastfeeding complications, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. Deflation ¿ breast implants are not lifetime devices. Saline breast implants deflate when the shell develops a tear or hole. Deflation can occur at any time after implantation, but they are more likely to occur the longer the implant is implanted. The following things may cause implants to deflate: damage by surgical instruments; folding or wrinkling of the implant shell; excessive force to the chest (e.g., during closed capsulotomy, which is contraindicated); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. Laboratory studies have identified some of the causes of deflation for allergan¿s product; however, it is not conclusively known whether these tests have identified all causes of deflation.

Event description:
Health professional reported a left side deflation. Patient representative alleges a single frontal view photograph was taken and demonstrated "interval worsening in the implant malposition inferiorly on the left.¿ patient representative states that the patient returned to the doctor¿s office with the following complaints: [¿] (2) "left breast seems messed up." Patient representative also states that the implant caused the patient ¿suffered bodily injury and resulting pain and suffering, mental anguish, disability, disfigurement, and loss of the capacity for the enjoyment of life, has incurred and will incur in the future expense of hospitalization, medical and nursing and treatment, and aggravation of a previously existing condition. These losses are permanent or continuing in nature, and they will suffer them in the future.¿ device has been explanted.